Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information received indicated while performing a mechanical thrombectomy on an emergent stroke patient, the tip of the microcatheter fractured off from the catheter into the patient's head. The catheter tip was not in a retrievable disposition. The catheter tip (subject device) detached was not in a retrievable disposition which caused meticulous stridal stroke. There was medical intervention but not due to catheter breaking, only due to patient stroke condition. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment and does not require escalation. While there are a number of potential causes for the reported 'catheter tip broken/fractured during use' and 'un-retrieved device fragment', because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned. An assignable cause of anticipated procedural complication will be assigned to the reported ¿patient stroke¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labelling and/or risk documentation files.

Event description:
It was reported that while performing a mechanical thrombectomy on an emergent stroke patient, the tip of the microcatheter (subject device) fractured off from the catheter into the patient's head. The tip of the catheter (subject device) was not in a retrievable disposition. The catheter (subject device) was pulled off of the sterile field. No additional information available. Update: additional information received on 28-jun-2023 stated that the catheter tip was broken/fractured during use. The catheter tip (subject device) was not in a retrievable disposition which caused meticulous stridal stroke. Patient passed away two days post procedure due to family withdrew care and stroke (patient¿s initial pre- procedure/index condition was stroke). Then, additional information received on 06-jul-2023 stated that the subject device is not responsible for the death of the patient. No additional information available.

Manufacturer narrative:
B5 executive summary - updated. C2/d10concomitant products grid - added. E1 - initial reporter first name - updated. E1 initial reporter last name ¿ updated. E1 initial reporter phone ¿ updated. E3 health professional occupation ¿ updated. F10 / h6 clinical signs code grid - health effect - clinical code - updated. F10 / h6 health impact code grid - health effect - impact code - updated.

Event description:
It was reported that while performing a mechanical thrombectomy on an emergent stroke patient, the tip of the microcatheter (subject device) fractured off from the catheter into the patient's head. The tip of the catheter (subject device) was not in a retrievable disposition. The catheter (subject device) was pulled off of the sterile field. No additional information available. Update: additional information received on 28-jun-2023 stated that the catheter tip was broken/fractured during use. The catheter tip (subject device) was not in a retrievable disposition which caused meticulous stridal stroke. Patient passed away two days post procedure due to family withdrew care and stroke (patient¿s initial pre- procedure/index condition was stroke). Then, additional information received on 06-jul-2023 stated that the subject device is not responsible for the death of the patient. No additional information available.

Manufacturer narrative:
F10 / h6 health impact code grid - health effect - impact code - updated.

Event description:
It was reported that while performing a mechanical thrombectomy on an emergent stroke patient, the tip of the microcatheter (subject device) fractured off from the catheter into the patient's head. The tip of the catheter (subject device) was not in a retrievable disposition. The catheter (subject device) was pulled off of the sterile field. No additional information available. Update: additional information received on 28-jun-2023 stated that the catheter tip was broken/fractured during use. The catheter tip (subject device) was not in a retrievable disposition which caused meticulous stridal stroke. Patient passed away two days post procedure due to family withdrew care and stroke (patient¿s initial pre- procedure/index condition was stroke). Then, additional information received on 06-jul-2023 stated that the subject device is not responsible for the death of the patient. No additional information available.

Event description:
It was reported that while performing a mechanical thrombectomy on an emergent stroke patient, the tip of the microcatheter (subject device) fractured off from the catheter into the patient's head. The tip of the catheter (subject device) was not in a retrievable disposition. The catheter (subject device) was pulled off of the sterile field. No additional information available.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.